Event description:
It was reported that the physician "noticed increasing impedance" on the lead. The lead remains in use. No known patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Attempts to obtain additional information were unsuccessful. Additional information: it was made known that the physician "fixed" the lead by using a unipolar lead adaptor. No further patient complications were reported as a result of this event. The manufacturing date has been received as (B)(4) 2008.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Attempts to obtain additional information were unsuccessful.